Manufacturer narrative:
(B)(4) - the device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient reported observing a fluid leak on a previous treatment. Follow up with the patient's peritoneal dialysis nurse confirmed the leak was observed after the treatment was completed. It is unknown if the cycler alarmed when the fluid leak was observed. The patient remained asymptomatic and was not prescribed prophylactic antibiotics. No treatments were missed. The specific date of the event could not be determined. The set was not made available for evaluation.